Event description:
It was reported that during surgery it was noticed that the component was damaged. There was no backup device available so procedure had a delay of an hour while backup from smith and nephew arrived.

Manufacturer narrative:
Additional info: a2, a2, d10, g7, g9, h2, h3, h6, h10. Results of investigation: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is damaged on one of the condyles. The device was manufactured in 2018. The product evaluation determined the damage to the device was actually an incomplete finish that occurred during the manufacturing process. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Although the device failed to meet manufacturing specification, we consider this failure isolated at this time. The potential probable cause of the reported event is likely a manufacturing process error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.